Event description:
It is reported that the device was implanted some 25+ years ago. The patient was revised in 2006, due to some wear on the surface and patella. At the time the components appeared to be well fixed.

Manufacturer narrative:
Evaluation summary: the devices or x-rays were not returned for review. The patient's activity level and weight were not provided. Most likely the reported wear on the articulating surface and patella are due to being in vivo for 25+ years. There are multiple actors that can contribute to polyethylene wear and without further information, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.